Event description:
Orders are not shown in the worklist for patient in i3box 3.

Manufacturer narrative:
Philips has determined that some physician entered orders are not showing up on worklists. New information received 07 february 2008 identified patient risk. Philips is in the process of obtaining more information concerning this event, and this complaint is still under investigation. A final report will be submitted when the investigation is completed.